Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the reload involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the customer's reported complaint. The blue sureform reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review. The root cause of the exposed reload component was not determinable. Additional observations not reported by the site were also identified. No damage was found to the cartridge. The reload was disassembled in-house for inspection. No damage to the knife was observed. Isi also received the sureform 60 stapler involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer's reported complaint. Based on log reviews, the instrument was found to have three firing failures. The firing failures were replicated during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed initialization as well as the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions and the jaws opened and closed properly. The instrument clamped successfully, but did not fire completely. The following message was observed: "tissue too thick to continue. Tap blue pedal to unclamp and consider changing reload color." Upon visual inspection, the reload used to fire the instrument in-house was found to have partially fired and an exposed blade was observed. The root cause was not determinable. Additional observations not reported by the customer were also identified with the sureform 60 stapler. The I-beam was manually driven out for in-house inspection and the I-beam appeared to be jammed. The I-beam appeared to have sleeve damage when visually inspected through the I-beam window. This instrument transferred to engineering for further investigation. Engineering confirmed the I-beam became stuck while manually moving it forward. The instrument was disassembled and the I-beam sleeve was found damaged near the distal clevis. Sleeve damage prevents the I-beam from moving forward. The sleeve was bunched up at this location, which likely contributed to the firing failures seen in the logs and during in-house testing. The I-beam closed coil spring was also bent near the location of the sleeve damage. The root cause of the sleeve damage was not established. The root cause of the jammed I-beam assembly was a component failure. A review of the site's complaint does not show any additional complaints related to this product and/or this event. A review of the sureform 60 stapler instrument log for part# 480460-09/lot#t90210802 0802 associated with the blue reload of part # 48360b-08 on the day of event has been confirmed. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged that the staple line was incomplete. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during da-vinci assisted gastric bypass surgical procedure, the sureform60 reload (blue) could not be stapled completely using the sureform 60 stapler. A backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.